Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. During functional testing on gen11 an alert screen was displayed. The device will stop activating when the blade becomes damaged. The device was disassembled and a crack was located inside the tube proximal to the tissue pad. During the analysis the blade tip broke off. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. The analysis concluded that the blade cracked due to contact with clamp arm pin. No conclusion could be reached as to what caused the blade to make contact with the clamp arm pin.

Event description:
It was reported that during an oophorectomy procedure, the device presented an error in the handpiece and stopped working. When changing the shears the problem was solved. There were no adverse consequences for the patient. One device will be returned.